Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the needle did not deploy at pod activation.

Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The download data shows that the pod completed both priming sequences in an expected number of pulses. The pod delivered 1809 pulses before generating an alarm. Timeouts occurred at the end of runtime in tandem with the occlusion alarm. The investigation found no damages or deficiencies that would contribute to an occlusion alarm. The exact cause of the occlusion alarm could not be determined. Inspection of the needle mechanism components found no damages or deficiencies that would contribute to a needle mechanism failure. The needle mechanism was manually reset to the not deployed state, then manually deployed by rotating the ratchet gear. The needle mechanism deployed as intended. The investigation found no issues that would result in a failure of the needle mechanism.